Manufacturer narrative:
Concomitant products: 5076-52, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) displayed invalid trend data. The crt-p remains in use. No patient complications have been reported as a result of this event.